Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/25/2019. Device evaluation summary: a detached needle and a dispensed suture of product code 1171 were returned for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the performance pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and suture was used. During the procedure, the needle pulled off from the suture thread during the first stitching of the skin. To continue the procedure, they opened a new envelope of sutures. There were no adverse patient consequences reported. No additional information was provided.